Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented for a device implant. During procedure, the physician experienced difficulty withdrawing the right atrial lead during repositioning. While withdrawing, the lead's insulation started unraveling. By the time the lead was pulled out, the insulation was completely unraveled. The physician alleged the malfunction could had been due to patient anatomy or the suture sleeve position. The lead was removed and replaced. The patient was stable.